Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero extension set was cracked. The following information was provided by the initial reporter: it was reported by the customer that had additional cracking events, which are noted in red below. Bifuse. (B)(6) 2026 ¿ in use with piv; exchanged for new. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse events or serious injury.